Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; however the device logs from the reported incident were received. A review of the logs found that the first analysis advised a shock and the shock was delivered. The second analysis advised a shock, but the charge was dumped internally as the user entered manual mode. The charge button was pressed, and after three seconds of the charging, the "disarm" button was pressed. The device dropped the charge and prompted "no shock delivered". There were no other attempts to deliver therapy. It was concluded by review of the clinical file that the device functioned as intended. Analysis of reports of this type has not identified an increase in trend.